Manufacturer narrative:
Moog defines the term "free flow" to mean the unrestricted flow of fluids through tubing. Moog's evaluation of the sets revealed that the bags passed most specifications, but did contain some excess loctite adhesive in the pump segment subassembly. The excess loctite was identified as the "most probable root cause" of the free flow events, as it could sometimes get into the flow stop mechanism before drying and become a barrier to the flow stop mechanism's plunger. Moog identified the excess loctite adhesive as a manufacturing process issue, and instituted several corrective actions to ensure no further recurrence.

Event description:
The initial reporter stated that several sets from a particular lot were free flowing. The issue was discovered while preparing the sets to be used on a patient. Since the discovery happened before the sets were actually used, no patient was directly involved with the event. Upon following up for more information, moog also learned from the nurse that "the sets free flowed after the tab was removed. She indicated the tab was twisted off. Said it free flowed both off and on the pump. It was not on the patient at the time. A set with a different lot no. Selected to replace that set and it worked properly." [(B)(4)]